Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated three times at 18 atmospheres respectively. On the fourth inflation the balloon ruptured at 18 atmospheres. The device was removed and the procedure completed with a different device. There were no patient injuries reported and the patient is in good condition.